Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that she had been receiving an alarm on her device. The customer's blood glucose level is 421 mg/dl. The customer stated that insulin was squirting out during the manual prime and continued to drip even after the motor stopped. She said that she was unable to exit the preparing to prime loop and that a rewind message occurred after an alarm or alert. Additionally, she stated that she was stuck in the rewind complete and bolus delivery loop. Troubleshooting was performed on the device and it was discovered that the drive support cap was flushed. The customer does not recall pushing the drive support cap while connected to the device. We advised the customer to discontinue use of the device and to revert to a back up plan. No further information was reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime alarms were noted. However, the insulin pump received with loose/flush support disk. The insulin pump received with cracked case at display window corners, cracked battery tube threads and scratched display window.